Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had elevated blood glucose with ketones related to multiple loss of prime warnings. The reporter indicated that the pump kept alarming for "pump not primed". The reporter stated that they would disconnected and reprime the pump but the issue would continue. The reporter stated that the cartridge was changed every 2-3 days, the cartridge were being cycled once, there was no pulling at the site, and there was no known trauma to the pump. Customer support advised the reporter on cycling the cartridge 2-3 times to lubricate the cartridge. The pump was not available at the time of the call to conduct troubleshooting; animas has attempted to follow up with the reporter but has been unsuccessful. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated that the cartridge was being cycled once; the reporter was advised on cycling the cartridges 2-3 times per the instructions for use. No conclusions can be made at this time.